Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a temperature issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/30/2016 with the following findings: a review of the pump¿s black box did not reveal any errors, alarms or warnings relating to the complaint. The pump booted to the verification screen with audible and vibratory features. The battery voltages were found to be within normal specification. The pump¿s current draws were all measuring within specification. There was no overheating duplicated during testing. The original complaint of ¿overheating¿ was unable to be duplicated. The pump¿s cover was removed and there was no damage observed. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, a loose component was found detached from the printed circuit board. (B)(4).